Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. The service engineer found that the control printed circuit board was defective and replaced it according to the recommendations in the service manual. After replacement, the ventilator passed pre-use check and was working as expected. No further issues have been reported. No part was returned for investigation despite reminders. The evaluation of received device logs confirms the reported technical error codes and apparently a stop of ventilation on the date of event (B)(6) 2021. The event was preceded by several clinical alarms for e.g. High pressure. Most pre-use checks had failed or been cancelled and the last successful pre-use check passed 2½ months before the event. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. It is recommended to always carry out a pre-use check immediately before starting ventilation. The conclusion is that the reported problem could be confirmed in received device logs. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).